Event description:
A customer reported experiencing a cartridge alarm issue. There was no adverse impact to the customer's blood glucose level. The customer successfully resumed insulin delivery with a new cartridge before contacting technical support for further assistance. Cts to replace pump. Customer will continue to use current pump.